Manufacturer narrative:
The reported event of problems tightening the lv-setscrew and wrench removal was confirmed. Analysis revealed the user of the torque wrench during the implant procedure was making incorrect torque wrench insertions into the setscrew. Analysis shows the wrench was not being aligned to go into the setscrew inset. The corners of the wrench were being forced down against the inset walls. The wrench will not go into the inset this way. Because of this the wrench was being turned around the top of the inset stripping the top of the inset. Next the user then forced the wrench down into the inset with the corners of the wrench being wedged down into the inset walls. This stuck the setscrew to the wrench tip. These incorrect wrench insertions prevented the tightening of the setscrew down on the lv-lead. The problem was caused by the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the set screw of the pacemaker exhibited fitting issue. The pacemaker was not used and replaced. The patient experienced no consequences.